Event description:
It was reported the pt was unable to feel stimulation. The pt had tried to increase the amplitude, but still could not feel the stimulation. The sjm representative met with the pt for reprogramming on (B)(6) 2013 and the pt received effective stimulation. It was reported the stimulation was very positional, and the issue returned. The pt was once again unable to increase the stimulation and was experiencing unwanted rib stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.